Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device went from elective replacement indicator (eri) to end of life (eol) very quickly. Therefore, the ICD device was removed and replaced with a new device. No patient complications have been reported as a result of this event.